Manufacturer narrative:
H10. Manufacturer narrative corrected to,"the infection developed after sensor removal, which has been treated with antibiotics and mupirocin ointment. User is doing well. No further investigation was found necessary for this complaint".

Manufacturer narrative:
The user was given antibiotics,was treated with a cream and pills for the infection at insertion site. The insition was healing and user mentioned it was completely closed and there was no drainage on the day the sensor was removed. No further investigation was found necessary for this complaint.

Event description:
On (B)(6) 2020,senseonics was made aware of adverse event where the user had a staph infection at insertion site where arm was swollen,red and purple.